Manufacturer narrative:
The filter system was received at csi for analysis. The detached section of the filter was determined to be due to a torn filter sac. The filter frame was able to collapse and be retrieved into the retrieval catheter and back out of the catheter without issue. The exact cause of the detachment is unknown. It is possible that the filter sac was full beyond the capabilities of the retrieval catheter and the filter sac was unable to compress to fit within the retrieval catheter. This could have led to the retrieval catheter tip applying force against the filter sac. At the conclusion of the device analysis investigation, the reported event was confirmed, however the root cause could not be conclusively determined. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The wirion filter was deployed per the IFU with no issues noted. Atherectomy and balloon angioplasty were performed and it was noted that the balloon was difficult to remove over the wire. A guide wire control device was used during the procedure. The filter retrieval device was inserted and an attempt to retrieve the filter was made. The filter was captured and resistance was felt when attempting to remove the wire and filter together. The physician pulled back, and the resistance abruptly released. The filter separated into two halves and was visualized via fluoroscopy. The retrieval catheter, guide wire and upper portion of the filter were removed from the patient. The lower portion of the filter was located at the origin of the posterior tibial artery and a micro snare was used to successfully remove it from the patient. The final angiogram showed no vessel issues at the completion of the procedure.